Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patients controller had a worn out data port (1). The damage to the controller was observed when site wanted to get data. It was reported that there was not pump stop associated with the event. An elective controller exchange was performed and was said to have no or impact or consequences on patient. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Log file analysis was not conducted since the event was confirmed visually. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1. This issue is currently being investigated by (B)(4). The reported inability to connect a data cable to the serial port could not be confirmed. The most likely root cause of the reported event can be attributed to an improper assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.